Event description:
It was reported that the atrial lead dislodged and no capture. The lead was explanted and replaced. During the procedure, the set screw was observed to be completely back out of the header.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found.